Event description:
The customer reported the air flow from the subject device was insufficient. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a foreign object was found in the air supply channel. This report is being submitted for the malfunction found during evaluation (foreign object). There was no effect on the patient due to the event.

Manufacturer narrative:
During inspection and testing, a foreign object was found in the air supply channel. The supply of air was found to be insufficient during testing which confirmed the reported event. In addition, the bending angle was insufficient and there was play in the angulation knob due to elongation of the angle wire, there were scratches on multiple parts of the device, the adhesive on the bending section was cracked, drainage functionality was degraded, the paint on the air/water supply cylinder and suction cylinder was peeling, scratches can be seen in the image, there was dirt on the control section that was difficult to remove, and switch four was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and was determined to be a black silicone. The substance could not be further determined, but was presumed to have been a silicone tube or packing due to its color. The cause could not be further presumed. It is recommended that the user facility check the method of handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the customer detected insufficient air supply during the procedure. The procedure was stated to be an endoscopy (endoscopic examination). If was further stated that the procedure was "barely completed" with the the same device.